Manufacturer narrative:
Follow-up #1: date of submission 05/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/13/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found occurrence of the reported call service alarm. On investigation, the pump powered on with the appropriate audible and vibratory functions. A rewind/load/prime sequence and a 24-hour pump exercise were executed without any incidents. The pump was opened to further investigate and no internal issue was found. The reported call service alarm was verified in the black box but not duplicated in the investigation. Unrelated to the reported call service issue, the battery compartment was found to have cracked from the case seal to the grip pad and at the threads area.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump emitted multiple call service 054 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.